Event description:
It was reported that during an unrelated procedure, high impedance was noted on the right ventricular (rv) lead. After attempts at repositioning, the helix was unable to be extended and a bend in the rv lead was observed. The rotation of the helix was not tested prior to introduction into the body of the patient. The physician suspected rv lead damage was due procedural damage associated with the anatomy of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.